Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 270 mg/dl. Customer also stated that blood at the site and they did not receive medical treatment as a result of the site issue. The insulin pump will not returned for analysis.